Manufacturer narrative:
On (B)(6) 2017. A clinical diabetes specialist met with the customer and the high blood glucose levels were discussed. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer had ongoing high blood glucose (bg) levels (300 mg/dl) with a trace amount of ketones. The customer delivered correction boluses and the bg was not lowered. A pump system check was performed and no device issue was identified. Tandem technical support advised the customer to discuss the event with a healthcare provider.